Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two events referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that non-abbott balloon dilatation catheters (bdc) were getting stuck on the command guide wire during retrieval of the bdc from the anatomy. The entire system was removed together as a unit and the guide wire was replaced. The command guide wire was only compatible with the armada balloons where the armada did not get stuck on the wire during the retrieval. Three physicians from this hospital reported experiencing this device issue. There were no adverse patient effects reported. No additional information was provided.